Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. No delivery alarm or occlusion during therapy not confirmed. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm. Customer states the tubing was not bent or kinked. Customer stated they had tried all remedies. Customer stated that the insulin pump was not working for 2 days. Customer stated that the pistons moving up and down but the insulin was not going through. The customer was treated with manual injection. It was reported that the customer declined troubleshooting .the device will be returned for analysis.